Manufacturer narrative:
B3: date of event is estimated. The unit was returned with a service needed complaint, which was confirmed during testing. Inspection revealed the internal u~ measured 87.2%and external 02 measured 88.3% both below specification. Furthermore, the psa cycle being high (9) is an indication that the zeolite is getting contaminated by moisture. Also, damaged compressor mounts due to compressor vibration. Uip, top housing & lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's device was not turning on. As a result, the patient was unable to breath and was hospitalized. Patient has since received their replacement device and has no issues.